Event description:
It was reported that the user experienced persistent hyperglycemia after a recent respiratory illness, with glucose readings up to ¿high¿ (>400 mg/dl) and sustained time above range, and the user paused ilet therapy and administered insulin by injection before calling to complete a factory reset and resume delivery. Symptoms included none reported. Outcomes included successful resumption of automated insulin delivery with a documented glucose of 140 mg/dl, no outside assistance, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education, including guidance to perform a factory reset, confirmation of safe glucose prior to resumption, and verification of cgm pairing and app connectivity. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction, with cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.